Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the right superficial femoral artery, a fox sv longitudinally ruptured during the second inflation at 14 atm. Reportedly, the target lesion was described as heavily calcified and the vessel diameter was 4 mm. The procedure was completed using another fox sv balloon catheter. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant information.